Event description:
It was reported that while trying to remove the balloon catheter from the guiding catheter, the shaft separated. The separated portion was removed inside the guiding catheter. Reportedly, there were no pt effects. No other info was available.